Manufacturer narrative:
(B)(4). Batch # p55l56. The analysis found that one ec60a device was returned with the closure trigger broken and in the opened position. In addition, a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/16 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was disassembled to verify the internal components and no additional anomalies were noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure the device jammed on an unknown firing and stuck on tissue. The customer tried forcing it open and the manual release broke. The jaws opened and the device was removed. The procedure was completed using a like device of the same product code. There were no patient consequences reported.